Event description:
Device 2 of 2. Reference manufacturer report: 1627487-2010-00498. The pt received her scs system consisting of an ipg and paddle lead on (B) (6) 2009 for right leg and low back pain. It was reported that the pt went running about 15 days later on (B) (6) 2009. The pt reported that when her ipg is turned on she feels a burning sensation and the ipg pocket site feels warmer to the touch. She also reported that she feels only a little stimulation in her leg, but if she increases the stimulation amplitude she feels an overstimulation sensation in the ipg pocket site. The physician took x-rays to confirm system connections and the lead impedances were measured and found to be within normal limits. Per the pt's request the system was explanted on (B) (6) 2009 and replaced with a different manufacturer's scs system. No further information is available.

Manufacturer narrative:
Device 2 of 2. The device history and sterilization records were reviewed. Results: - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirements as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.